Event description:
It was reported that the tip of the ortho grip knee pointer was found to be broken off in the sterile processing department at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event was confirmed through the service evaluation process.

Event description:
It was reported that the tip of the ortho grip knee pointer was found to be broken off in the sterile processing department at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.